Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). The result from the meter was 3.1 inr. One hour later, the result from a laboratory using neoplastine ci plus reagent on a stago compact max analyzer was 2.3 inr. Therapeutic decisions were based on the laboratory result as this value was believed to be accurate. On (B)(6) 2019, the meter result was 4.3 inr and 31 minutes later the laboratory result was 3.3 inr. The therapeutic range was 3.0-3.5 inr. The customer mentioned his nut intake has been reduced, as he was previously eating a lot of tree nuts.